Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed error did not reappear after reset, and successfully started new sensor session; no additional actions were required.